Event description:
It was reported via the australian distribution site that the packaging of 2 burs were damaged. It was also reported that the burs were not used on a pt.

Manufacturer narrative:
The device subject to this investigation has not been returned to the MFR for eval. The devices are currently in transit to the MFR. The mfg history records were reviewed, no issues were identified which may have contributed to this event. The label for this device has a symbol indicating "sterile only if package is unopened and undamaged". The root cause is undetermined.